Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx ii sling for the treatment of recurrent intrinsic sphincter deficiency (isd) and incontinence on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. This report is being filed to report additional information received for an event originally submitted via asr. Report identification number: (B)(4). Submission period: november 01, 2018 - december 31, 2018. Asr exemption number: e2013036. Pro code: otn.